Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor with the ilet pump and experienced a pairing failure, a dosing-stops-soon alert due to no connected cgm; troubleshooting included confirming the correct pairing code, and restarting the pump, after which the user was transferred to dexcom for further support, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with antenna/electromagnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.